Event description:
The MFR received correspndence sent by an FDA nurse analyst dated 01/30/04, indicating that the user had filed a voluntary medwatch report (report number mw103794). Please find attached our initial report (2916596-2004-00008) on this event, which was initially submitted on 1/15/04, for your records.

Event description:
Trans thoracic echo reveals bidirectional flow through apical cannula with regurgitant flow into left ventricle indicating malfunction of pump inflow valve.